Manufacturer narrative:
(B)(4).

Event description:
The 6f angio-seal vip anchor deployed outside of the common femoral artery in the sub-cutaneous layer and became stuck inside the patient. The suture was cut and a small incision was performed to remove the anchor. Hemostasis was achieved with manual compression. It was reported that a pre-deployment angiogram was not performed prior to completing the procedure.

Manufacturer narrative:
(B)(4). The results of the investigation concluded that the sheath/carrier tube assembly was dissected at the sheath hub and also at the distal section of the carrier tubing and the sheath tubing. The anchor was not returned for analysis. The device was disassembled which revealed the remaining suture was properly positioned with no evidence of it being tangled, knotted, or restrained. The suture was grasped and extracted with no anomalies noted. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported anchor deployment issue remains unknown. Sjm also received information from the field stating that the 6f angio-seal vip was selected to close a puncture without performing a pre-deployment angiogram, which is inconsistent with the IFU. According to the IFU, the angio-seal device insertion procedure states, ¿assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath followed by an angiogram.¿ the angio-seal device instructions for use (IFU) states that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or patient vascular anatomy, the entire absorbable components and delivery system should be withdrawn from the patient. Hemostasis can be achieved by applying manual pressure. The angio-seal instructions for use (IFU) states after arterial blood flow exits the drip hole in the locator, slowly withdraw the arteriotomy locator/insertion sheath assembly until blood slows or stops flowing from the drip hole. This indicates that the distal locator holes of the angio-seal insertion sheath have just exited the artery. From this point, advance the arteriotomy locator/insertion sheath assembly until blood begins to flow from the drip hole on the locator. If blood flow does not resume, repeat this process until blood flows from the drip hole again upon advancement of the assembly into the artery.